Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date was incorrect due to the pump being turned off. There was no patient involvement as the pump was not being used for insulin therapy. Reportedly, the customer was able to correct the pump date.